Manufacturer narrative:
(B)(4).

Event description:
Treatment of a right unruptured aneurysm measuring 22.70mm x 5.80mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and was discharged three days later. Three days after discharge, the patient's aneurysm ruptured and she went back to the hospital with a ventricular drain. An angiogram showed complete occlusion of the parent vessel with a significantly bloody drainage from her ventricular drain. There was an attempt to open the occluded vessel without success. The patient was put in ICU (intensive care unit) on (B)(6) 2013 and subsequently expired a few days later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).